Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure and non-functional therapy electrodes was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. This failure is consistent with resuscitation efforts by ems, which were reported to be performed on the patient. There is no evidence to suggest that the pulled cable caused or contributed to the patient's death. No adverse event resulted from the defective electrode belt.

Event description:
While servicing electrode belt sn (B)(4) which was returned for investigation into a patient's death, a reportable problem was discovered.